Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 500 mg/dl with no associated symptoms. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter alleged that there was a delivery issue with the pump, but was unwilling to complete troubleshooting. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event due to a pump malfunction.